Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hrs and no blank display anomalies or dim display noted. Power connector plug in and locked in place properly. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. The insulin pump was received with minor scratches on lcd window. No anomalies with battery tube noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump. The customer stated that the screen would go very dim and then return. A few weeks prior to the issue, her insulin pump went dead without warning and she experienced issues removing the battery from the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.